Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 400 mg/dl. Current blood glucose was 238 mg/dl. Customer reported the following symptoms related to their high blood glucose was thirsty. Customer treated for high blood glucose with manual syringe. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Performed displacement test which was passed. Customer checked the blood glucose which was 334 mg/dl. Customer also reported that, the air bubbles were noted in the reservoir during troubleshooting of the high blood glucose. Approximate size of air bubbles is soda pop size. Customer advised to discontinue the use of insulin pump. The insulin pump will not be returned for analysis.